Event description:
Patient's aorta was conical in shape. Deployment of the zenith main body graft noted the device had acquired a good landing zone with the suprarenal stent. Post angiogram performed noted a proximal type I endoleak. The proximal sealing stent was repeatedly ballooned, with no resolve to the endoleak. Interventional measures to resolve the endoleak were discussed, but a decision was made to monitor the endoleak and patient status for a one month period before any further interventional measures were performed. Procedure was concluded with the proximal endoleak still evident.